Event description:
Initial (17-jul-2024): the serious case reported via email refers to a female whose age, allergies, and concomitant medications were not reported. On 08-jul-2024, the consumer used the dentek comfort fit dental guard for teeth clenching at night. During the first night the base of a tooth broke, and on the second night of using the guard, gum pain occurred. The consumer stopped use and followed up with her dentist. The company requested medical records, but the consumer declined. This case outcome is recovered/ resolved. Meddra version 27.0. Expectedness: tooth fracture: unexpected. Gingival pain: expected. According to the company reference safety information.